Manufacturer narrative:
(B)(4). The analysis results found that two 6r45b reloads were received in good visual condition and fully loaded with staples. The returned reloads were tested for functionality with a test device; the device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, there was a cartridge malfunction. The device was fired but the device did not cut and the staples were unformed. Unknown how case was completed. There were no adverse consequences for the patient. .